Manufacturer narrative:
Follow-up #1 :date of submission 01/11/2016 device evaluation: the pump has been returned and evaluated by product analysis on 12/18/2015 with the following findings: a review of the alarm history revealed a cs 007 call service alarm. During testing, the pump powered on properly with no alarms. The pump was exercised for 24 hours, and no call service alarms were duplicated. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored.

Manufacturer narrative:
Follow-up #3 date of submission (B)(6) 2016-the previous report was erroneously submitted as follow-up #1 on the incorrect date and should be corrected to: follow-up #2 date of submission (B)(6) 2016-device evaluation: the pump was returned and evaluated by product analysis on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (communication) issue. It was reported that the pump emitted this alarm three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.